Event description:
A nurse called to report a pt, with a long-standing shoulder abscess, which has failed to heal, has been referred for surgery to examine the wound. Nurses had packed the wound in the meantime. The nurse stated the abscess had narrowed to the point that they could no longer insert the 2cm x 45cm aquacel ag ribbon dressing and upon changing the dressing on (B)(6) 2013, no aquacel ag could be found, the nurse went on to state she was concerned that the dressing has gone into the cavity as they are unable to retrieve it.

Manufacturer narrative:
The adverse event 'dressing product embedded in wound' is deemed serious as it may require a surgical or medical intervention to retrieve the piece of dressing that may have been left in the wound. If not removed, this may act as a source of infection to the wound. No other details are known at this time. An update on this case has been sought from the reporter. The nurse stated she was going to contact a technical vocational nurse to have the wound looked at as soon as possible. The nurse also stated the end user will stop using the product. From a clinical perspective, a causal relationship between the aquacel/aquacel ag - antimicrobial ag hydrofiber dressing and the event is deemed possible because the product use is temporarily associated with the part of the body where the problem occurred. The product lot number was not provided. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of MFR. A review of the complaint listing for the previous 12 months show there are no additional complaints reported for this complaint code. No additional pt/event details have been provided to date. Should additional info become info a f/u report will be submitted. Reported to FDA on (B)(4), 2013.